Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that during injection, the needle came loose from the syringe and the needle stayed in the patient's skin. It is also noted that once the needle detached, the injectate leaked out. No adverse health outcomes were reported.